Manufacturer narrative:
(B)(4): the customer reported that the battery got very hot and was overheating in this unit. The batt charge and ac power leds on this unit were not illuminated on this unit. There was no report of patient involvement. The unit was evaluated locally by a philips representative and the failure was notified. Replacing the power supply resolved the failure. The unit passed all post service testing and remains at the customer site.

Event description:
The customer reported that the battery got very hot and was overheating in this unit. The batt charge and ac power leds on this unit were not illuminated on this unit. There was no report of patient involvement.